Manufacturer narrative:
At the time of this report, testing and evaluation of the device have not yet been completed. A follow-up MDR will be submitted upon completion of the investigation and implementation of any additional corrective actions. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the ground resistance test, measuring 0.149ohms, which exceeds the acceptance criterion of < 0.1 ohm. No patient or user harm was reported. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component-related issue. Replacement of the power filter module was recommended.

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, it was determined that the infusion pump required replacement of the power filter to resolve the issue. The probable cause was identified as component damage. Reference to complaint # (B)(4).